Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found; however, there was apparent explant damage. All conductors had blood/body fluid (not obstructed) and the outer insulation had a breached cut.

Event description:
It was reported that the lead dislodged following implant and was not able to be repositioned. The lead was explanted and replaced due to patient anatomy. No patient complications have been reported as a result of this event.